Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough, eye redness and eye irritation. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged cough, eye redness and eye irritation. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed. Minor dust/dirt contamination was observed on outside of top enclosure, inside and outside of bottom enclosure, flip side door, sd flip side door, outside of front ui panel, outside of side panel, blower box lid, blower box, blower, and p4 power connector. A contaminate consistent with keratin was observed on the blower box. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The investigation confirmed no evidence of degraded sound abatement foam but presence of dust/dirt contamination was observed in the airpath.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h6 investigation findings was missed to capture in previous follow up report (MDR 2518422-2022-67144-1) , now it is updated in this report.